Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the stryker rep reported and the x-ray confirmed that only one side of the spine was fixated. Bilateral fixation and the use of cross or transverse connecters are recommended in the surgical technique as "early mechanical loosening may result from inadequate initial fixation". Conclusion: the likely root cause is inadequate (unilateral) initial fixation.

Event description:
It was reported that the patient underwent the surgery with the oasys cervical system for cervical tumor. The surgeon did facetectomy of c3/c4 and extracted the tumor. After that the screw was inserted and one side fixing was performed. During a follow-up session, the surgeon checked x-ray and found that the blocker loosened and rod separated from the screw head. Therefore, the surgeon is planning the revision surgery.

Event description:
It was reported that the patient underwent the surgery with the oasys cervical system for cervical tumor. The surgeon did facetectomy of c3/c4 and extracted the tumor. After that the screw was inserted and one side fixing was performed. During a follow-up session, the surgeon checked x-ray and found that the blocker loosened and rod separated from the screw head. Therefore, the surgeon is planning the revision surgery.